Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported '#1 key on keypad is not working' which was reproduced as #1 key functioning intermittently. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a disconnection of keypad flex from input/ output (I/o) board. The re-attachment of the flex is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that number 1 on the a spectrum pump keypad was not working. The event happened during programming/ setup at the emergency room. There was no patient involvement. No additional information is available.